Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) customer remove the endoscope, erase guided tool change and reinstall the endoscope that resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer reported the endoscope flipped. The customer reported the image was upside down. Intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove the endoscope, erase guided tool change and reinstall the endoscope. The surgeon was able to reinstall the endoscope with the correct orientation. The system was ready for use. The site completed the procedure as planned with no reported injury.